Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -no product was returned or pictures provided; visual and dimensional evaluations could not be performed. -review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported that a revision was scheduled for a surgery that occurred approximately 14 months prior, for tibial loosening. Attempts have been made and no further information has been provided.